Manufacturer narrative:
The reported disassembly of the trigger was confirmed by a manufacturer repair technician through visual inspection. Upon disassembly, it was found that the trigger housing was cracked at the screw boss, which can lead to the reported event and can be caused by a material fatigue issue or impact.

Event description:
It was reported that during a surgical procedure conducted at the user facility the trigger of the device disassembled. No medical intervention and no adverse consequences were reported with this event. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event. It was confirmed that no pieces fell into the surgical site.